Manufacturer narrative:
Pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, end cap broken off, missing end cap sticker, and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was caught in the seat belt which caused insulin pump to fall causing damage to battery compartment; bottom of insulin pump also fell off. Customer's blood glucose was 108 mg/dl. Customer was advised that insulin pump would need to be replaced.